Event description:
In 2000, a preoperative tee showed moderate mitral regurgitation. Intraoperatively, there was "good" tissue ingrowth into the entire sewing cuff with the exception of approximately one-fifth of the valve. A pledget was not fully "pulled-up" causing paravalvular leak. The paravalvular leak was repaired using pledgetted sutures.